Event description:
It is reported that the spring clip has fractured.

Manufacturer narrative:
Evaluation summary: subcomponent geometry has been improved to strengthen the device. Furthermore, all devices manufactured prior to the implementation of this change are being removed from the field as part of a reportable field action. Reference removal report 1822565-2/24/2011-001-r for additional details. As returned, the spring clip is fractured on both items. Both items also exhibit impact marks and gouges. Device history records indicate all components were manufactured and inspected to specification at the time of manufacture. Dimensional readings and material hardness are conforming to print specifications.